Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer indicated that there was no red alarm on the monitor after patient pull out their catheter. There was no adverse event or patient harm reported. The patient had no direct damage when taking off the arterial catheter. She was confused and the nurse came to check very regularly. Consequently, rapid action was taken. The patient had a limited loss of blood.